Event description:
It was reported that since the patient had gotten the device he had gone from slightly freezing to freezing solid. The patient¿s medication had not lasted as long. The patient stated that the ¿drop off¿ period used to be smooth and now it was straight down. One minute the patient would be fine and then 5 minutes late he could not walk. The patient had a down period but had never come up. Everything had gotten worse since he had gotten the device. The device had not seemed to be working. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0gvck, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0gvck, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (b)(46 2014, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was not a 50% or greater symptom reduction. It was unknown if it was device related. The patient had not had robust benefit, but was not worse. Patient had bilateral globus pallidus intermedius (gpi) deep brain stimulation. The device had always been fine. The patient had not had robust benefit but that was likely due to candidate selection. They had tried slower stimulation and higher in the gpi and it may have been a touch better. Deep brain stimulation had not made the patient worse but just had not significantly helped. The patient had not experienced a loss of therapeutic effect or a loss of stimulation. The patient had recovered without permanent impairment.